Manufacturer narrative:
The comfit was placed on top of a bite block versus securing the comfit directly onto the endotracheal tube as the instructions for use indicate. Preliminary info indicated not all of the shreds of the tubing has been accounted for, but later clarified to indicate all pieces were retrieved. Retrieval of the pieces were most likely made manually, either using forceps or fingers. There is no history of complaints of this nature.

Event description:
The respiratory therapist applied the endotracheal tube grip to secure the endotracheal tube. The pt was extremely agitated. The pt bit through the plastic tubing causing to shred into small pieces.